Manufacturer narrative:
The alarm trace and calibration did not indicate an issue. The qc results did not indicate any performance issue of the reagent. The field service engineer replaced the channel 2 ise dilution thumb nut which was noted to be stripping and falling off. He also decontaminated both of the ion-selective electrode (ise) channels. He also performed multiple primes. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The customer reported questionable ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) patient results on the ise2 unit of their cobas 8000 ise module. The initial results were reported outside the laboratory. The repeat results were from another cobas 8000 ise analyzer and were deemed correct. Sample (B)(6) had an initial chloride result of 116 mmol/l with a repeat of 105 mmol/l and an initial sodium result of 130 mmol/l with a repeat of 142 mmol/l. Sample (B)(6) had an initial chloride result of 74 mmol/l with a repeat of 91 mmol/l, an initial sodium result of 151 mmol/l with a repeat of 131 mmol/l and an initial potassium result of 6.30 mmol/l with a repeat of 5.42 mmol/l. Sample (B)(6) had an initial chloride result of 88 mmol/l with a repeat of 101 mmol/l, an initial sodium result of 149 mmol/l with a repeat of 136 mmol/l and an initial potassium result of 4.69 mmol/l with a repeat of 4.25 mmol/l. Sample (B)(6) had an initial chloride result of 119 mmol/l with a repeat of 106 mmol/l, an initial sodium result of 127 mmol/l with a repeat of 141 mmol/l and an initial potassium result of 3.50 mmol/l with a repeat of 3.92 mmol/l. Sample (B)(6) had an initial chloride result of 132 mmol/l with a repeat of 103 mmol/l, an initial sodium result of 116 mmol/l with a repeat of 140 mmol/l and an initial potassium result of 3.32 mmol/l with a repeat of 3.98 mmol/l. The reagent and electrode lot numbers and expiration dates were asked but not provided.